Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a generator change on (B)(6) 2020, the patient then acquired a (B)(6). The device was explanted and replaced. A single chamber semi-permanent pacemaker was put in place on the same day, and the patient will keep that until their infection is gone and they can get a full system safely re-implanted. The patient condition is stable.